Event description:
On (B)(6) 2011 the pt reported that the down button on the insulin infusion device is not functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product eval.